Manufacturer narrative:
Follow-up #1 date of submission 05/08/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings:investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.